Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a failure of the device to charge its internal battery was observed. The device's power management board and internal battery were replaced to address the issues.